Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation noted one of the reloads was partially fired and the other was clamped with a slightly advanced knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the instrument firing button had been partially compressed and released. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The firing was not placed successfully. Locked the drive itself and it didn't fire the stapler. The mouth of the cartridge, the jaws, could not be opened. The device did not lock on the tissue. The stapler was able to fire. The staple line was not incomplete. The surgical time was extended by more than thirty minutes due to the product problem because the surgeon had to replace the units. There was no patient harm. The patient status is alive, no injury. After they encountered the problem, they stopped to use this adaptor and use mechanical handle to do their routine procedures which are 2 procedure per week.